Event description:
Related manufacturer reference number: 2017865-2023-50312. It was reported the patient presented for routine generator change out. Upon interrogation, it was discovered the atrial lead was oversensing noise that triggered inappropriate mode switches and the right ventricular lead exhibited high defibrillation impedance. Fluoroscopy showed the right ventricular lead had half an inch of cable extrusion. The atrial lead was capped and replaced on (B)(6) 2023. The right ventricular lead was reprogrammed. The patient was discharged following the procedure.